Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 at 9:00 pm with blood glucose of 600 mg/dl. Customer was vomiting, stomach cramps and pain was not able to get sugars down. Customer contacted their healthcare provider for blood glucose reading. Customer treated high blood glucose with insulin pump and admitting in the hospital. Customer current blood glucose is 369 mg/dl. Customer blood glucose at the time of the incident is 600 mg/dl. Customer blood glucose reading while admitted in the hospital was 572 mg/dl. The hospital name was frederick memorial hospital. David clipp reported the incident. The hospital phone number was (B)(6). Customer was hospitalized because diabetic ketoacidosis. Customer was wearing the pump at time of hospitalization. Infusion set was last changed: (B)(6) 2017. Customer states high blood glucose reading started on (B)(6) 2017. Drive support cap was normal. Customer will call back to do high pressure test. Insulin pump will not be returning for analysis.